Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted but could not be completed because the subject device is a lot-controlled item. The manufacture date of this item is 4-may-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2016 the depth gauge for 2.0mm and 2.4mm screws broke into two pieces; the metal part of the device sheared off where the metal adheres to the plastic part on the depth gauge. There were no fragments that entered the patient as a result of this malfunction. There was another depth gauge readily available to complete the surgery. The patient remained in good health suffering no ill effects upon the completion of the surgery. There was no reported delay in surgery this report is 1 of 1 for (B)(4).

Manufacturer narrative:
The customer reported the tip broke off the depth gauge. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: depth gauge (part # 319.006 / lot # 5231124), the returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. The tip protector was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from use and repeated sterilization cycles over the life of the device. This complaint is confirmed. A service & repair evaluation was performed. (Verbiage left out of last fu). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.